Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was retunred to zoll medicalcorporation for evaluation. The customer's report was not observed during review of the device data logs. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. An internal inpesction of the device found no discrepancies. The device was recertified and returned to the customer. The battery pack used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.